Manufacturer narrative:
(B)(4) - used for corneal staining, ocular rosacea, pruritus. Eval method: used for chemistry and microbiological investigations. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. MFR of reported device performed microbiology and chemistry evals of the actual product used by the consumer and product retained from the reported lot; all results were within specifications and sterile. A root cause has not been established.

Event description:
A (B)(6) year old female pt reported she experienced red, itching and burning eyes after using complete multipurpose solution easy rub. Her events began in (B)(6) 2010. Initially she was treated with xyzal (oral antihistamine), because she was thought to have allergies. Her symptoms did not resolve and she was started on neomycin/polymixin b antibiotic ointment. While camping she had a 'flare up' of symptoms and received sulfacetamide drops from her primary care physician. When she returned from vacation, she saw her optometrist twice and was prescribed tobradex. Symptoms worsened and she saw an ophthalmologist where she was prescribed ciprofloxacin eye drops. She indicated she has a 'little visual loss' but was just recently diagnosed as diabetic and doctors feel her decreased visual acuity is due to that condition. In f/u, the patient indicated she had been diagnosed with ocular rosacea and her doctor told her it was not related to use of complete multipurpose solution. The pt provided medical records that indicated that on (B)(6) 2010, she was diagnosed with allergic conjunctivitis. On (B)(6) 2010, she is seen by her optometrist who provided a diagnosis of dry eye syndrome (contact lens related) and keratoconjunctivitis. She saw an ophthalmologist on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010: notes from (B)(6) 2010 indicate pt has partially treated, steroid enhanced corneal ulcer in left eye and numerous corneal abrasions in both eyes. On (B)(6) 2010, diagnosis is acne rosacea and irritation secondary to subclinical dry eye. An office visit on (B)(6) 2010, doctor diagnosis is toxic medicamentosa to the preservatives found in most eye drops. Patient is instructed to discontinue all eye drops except preservative-free artificial tears, baby shampoo eyelid scrubs and not to wear contact lenses. Treatment for this event included: sulfacetamide, medrol dosepack, pataday, restasis, ciprofloxacin. Pt indicated she had used complete in the past without difficulty. She usually uses fresh disinfection solution, and 'sort of' rubs the lenses prior to inserting in her eyes. She uses tap water and soap to clean her lens case every two weeks. The lens case was older than 4 months at the time of the report. She wore her lenses while swimming prior to the onset of the event and continued to use the same bottle of solution and the same lens case while under going treatment(s).